Event description:
It was reported that 26 days after implantation of the 2.50x24 mm taxus express2 drug eluting stent, an instent thrombosis occurred. The target lesion location in the initial procedure was not reported. A pre-intervention stenosis percentage was not reported. A 2.50x24 mm taxus stent was deployed in the lesion. A post-intervention stenosis percentage was not reported. No information was received on the tortuosity or the calcification of the vessel or patient medications. No information was reported concerning patient complications. The patient presented 26 days after the initial procedure with an in-stent thrombosis. No information was reported concerning the degree of occlusion. No information was reported on intervention methods or outcomes.